Event description:
It was reported that the programmer, when being powered-on, experienced an error. The programmer was returned to the manufacturer for repair. No patient was reported to be impacted by this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.